Event description:
Boston scientific crm received information that during a recent device change out procedure it was noted that the right ventricular (rv) lead exhibited high impedance measurements of greater then 2500 ohms. All other measurements were within range. The physician elected to surgically abandon the lead to avoid any future surgery and successfully implanted a new rv lead. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.